Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 2/7/97. On 2/10/97, the pt went for CABG surgery. On 2/11/97 after iabp for four days, the "slow gas leak" alarm sounded from the pump. Blood was noted in the tubing and the iab was removed. No second was inserted. (Event complications: none from the event - reported 2/11/97.) (Pt's current status:unk rpt'd 2/11/97.)